Event description:
Allegedly revised due to modular neck fracture.

Manufacturer narrative:
Received additional information on (B)(6) 2014. (B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00258.